Event description:
It was reported that the subject device displayed no image. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout of the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: image is not output due to the failure of the video connector receptacle. In regard to the newly identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.